Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event during use on (B)(6) 2024. The set was in use for 10-12 hours. Blood glucose levels were 17.3 mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.